Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Event description:
It was reported to edwards that a patient initially implanted with a 25mm valve underwent an explant procedure for the valve on post-operative day 1 due to pvl post procedure due to anatomy. It is suspected the patient annulus was not pliable enough. The surgeon replaced the valve with another valve unknown in size. There is no alleged malfunction of the device.

Manufacturer narrative:
Regurgitation is considered to be a perivalvular leak (pvl) if a turbulent eccentric jet originates between the bioprosthetic sewing ring and the annulus. While the majority of affected patients are asymptomatic, it can lead to significant morbidity including heart failure and hemolytic anemia. Pvl can occur in the mitral and aortic position for similar reasons, including technique and patient related factors. The type and cause of regurgitation varies depending upon multiple factors. Typically, mild regurgitation is not unusual after initial valve replacement, and is usually tolerated by patients. Often moderate to high regurgitation requiring re-operation in the immediate post-operation period is due to procedural related issues and is unrelated to the device. Regurgitation which develops progressively over time can be due to number of issues including patient related factors or structural valve deterioration. A definitive root cause could not be determined; however, it is likely that patient related factors contributed to the event. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
It was reported to edwards that a patient who is an avid drug user required aortic valve replacement. The patient underwent aortic valve replacement with a 25mm valve due to endocarditis. On post-operative day 1 the patient underwent an explant procedure for the valve due to pvl post procedure due to anatomy. The leak was along the noncoronary cusp. It is suspected the patient annulus was not pliable enough. The surgeon replaced the 25mm valve with a 23mm valve. There is no alleged malfunction of the device.

Manufacturer narrative:
The device was not returned to edwards for evaluation. Attempts to retrieve the device and additional information are in process. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Based on the information received the cause of the event cannot be determined. If additional information is received a supplemental MDR will be submitted. No further corrective or preventative actions are required at this time. Edwards lifesciences will continue to monitor all reported events.

Event description:
It was reported to edwards that a patient initially implanted with a 25mm valve underwent an explant procedure for the valve on post-operative day 1 for unknown reasons. The surgeon replaced the valve with another aortic valve of unknown size. Patient was still in surgery.